Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak from an unknown location after ending the patient's pd treatment. The pdrn reported receiving alarms prior to the leak but does not recall which alarms. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to use the cycler for next day's treatment and to call if issues continue. Upon follow up, the pdrn confirmed the reported event and that 17 alarms were received prior to the leak. The pdrn stated not knowing which alarms were present and could not confirm the location of the fluid leak. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using a different cycler. The pdrn confirmed that the other cycler is performing without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak from an unknown location after ending the patient's pd treatment. The pdrn reported receiving alarms prior to the leak but does not recall which alarms. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to use the cycler for next day's treatment and to call if issues continue. Upon follow up, the pdrn confirmed the reported event and that 17 alarms were received prior to the leak. The pdrn stated not knowing which alarms were present and could not confirm the location of the fluid leak. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using a different cycler. The pdrn confirmed that the other cycler is performing without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.